Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a discrepant result out of range low (oorl) cefotaxime (ctx) with pseudomonas aeruginosa atcc 27853 on vitek2 v7.01 ast-n344 card. On vitek®2 (v7.01), tests performed only with the internal reference strain, from cba subcultures under aerobic atmosphere condition, as recommended. Two (2) lots of ast-n344 cards were tested twice with the internal reference strain (no return of customer strain): customer lot 7840245203 (cl) and a random lot 7840209103 (rl). - mics ctx = 16 mg/l on both lots tested as intended. - the customer issue was not duplicated. Qc testing conforms to internal specifications with the internal reference strain. The possible root cause of the issue is due to the customer's strain.

Event description:
A customer from (B)(6) reported to biomerieux out of range low (oorl) cefotaxime result for a pseudomonas aeruginosa (atcc 27853) quality control strain in association with vitek® 2 ast-n2344 test kit (UDI (B)(4)). The customer reported the strain was tested twice and the result was mic 4 instead of mic 8. The customer tested a new strain, which was taken from -70 degrees storage, and subcultured twice, and it passed quality control testing. There was no patient involvement as this was a quality control strain. A biomerieux investigation will be initiated.